Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 55 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient remained intubated with extracorporeal membrane oxygenation (ECMO) (status post pulseless electrical activity (pea) arrest on (B)(6) 2018). The patient was alert, awake and can follow commands but intensive care unit (ICU) staff noted inability to move right upper extremity (rue). Heparin infusion was discontinued. CT scan revealed no hemorrhage, loss gray-white differentiation area. Hypoattenuation in bilateral occipital lopes,perirolandic cortex and cerebellum. There was evidence of edema with effacement sulci and mild mass effect. National institutes of health stroke scale (nihss) was 18. Per neurologist, presentation consistent with stroke likely due to a hemodynamic +/- embolic mechanism and posterior reversible encephalopathy syndrome (pres) less likely. It was reported that the patient¿s extracorporeal membrane oxygenation (ECMO) was explanted and was extubated on (B)(6) 2018. The patient remained on continuous renal replacement therapy (crrt). No vad issues were present. Technical service reviewed the log file submitted which contained low flow alarms between (B)(6) 2018 which was caused when the calculated average flow drops below 2.5 lpm. Repeat head CT on (B)(6) 2018 showed no hemorrhage with decreased local mass effect. No additional information was provided.